Event description:
It was reported that the bd micro-fine¿+ pen needle clogged while attempting to prime it. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the customer's report, the drug solution did not come out upon priming."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1251938. D4: medical device expiration date: 30-sep-2026. H4: device manufacture date: 08-sep-2021.

Event description:
It was reported that the bd micro-fine¿+ pen needle clogged while attempting to prime it. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the customer's report, the drug solution did not come out upon priming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. Investigation summary: one open 31g x 8mm pen needle sample and four photos were returned from lot. No.1251938, cat. No. 320102. A clog test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle clogged while attempting to prime it. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the customer's report, the drug solution did not come out upon priming."